Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The customer's report was observed by a zoll representative during an onsite visit. Review of the activity log indicates multiple entries of rtc beep mode and electrode errors. The rtc beep modes occur when the electrode pads are not attached to the device for an extended time; therefore prematurely depleting the battery. The returned battery was at 17% capacity. This claim is being closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently would not power up and displayed an unknown "system failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.